Manufacturer narrative:
The immucor laboratory tested retention product 10aug2017 which performed as expected.

Event description:
On (B)(6)2017, a customer site reported an unexpected negative antibody identification test.